Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this patient fell approximately two months ago and no remote transmissions were performed during this time as the patient could not move around. X-ray results were compared to the images from the implant procedure and it appears to show migration of the device and electrode. A review of the device data identified noise and additional inappropriate shocks due to sinus tachycardia and t-wave oversensing. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The device was programmed off and the patient will continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that reprogramming was performed to change the sensing configuration. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was reprogrammed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital due to receiving a shock. Difficulty was experienced retrieving the episode due to a poor telemetry connection, however was able to be retrieved. Review of the shock found was inappropriately delivered due to t-wave oversensing. No adverse patient effects were reported.